Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated no header issue found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products : 4568-53 lead, implanted (B)(6) 2000.

Event description:
It was reported that the patient experienced periods of asystole and experienced heart block due to left ventricular lead loss of capture that the physician noted may have been caused by a device header issue. The device was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.